Event description:
During at home treatment, during the infusion of 5fu (anticancer drug) leaked from q-syte. Pt was sent to ER and the clinician changed the q-syte and leak stopped. The pt went home with no harm or further issues.

Manufacturer narrative:
When the investigation is completed, a supplemental report will be completed and filed. (B)(4).